Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. A force test was performed and the device was recognized and visualized correctly; however force vector inverted and high force readings appeared in the system due to insufficient adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The root cause issue is traced to the manufacturing process. The reddish and damage observed in the pebax was not related to the reported event and the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. This product issue will be addressed through johnson & johnson medtech's quality system. Internal actions are being followed to reduce this failure mode. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and the 106 alert code occurred after catheter was plugged into the carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on the patient. Catheter was not used in the patient. This event is not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation which revealed a hole in the surface of the pebax. This finding is MDR reportable.